Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 15-jul-2020 from a healthcare professional (hcp) who reported that the cause of the intermittent motor stalls was unknown. With regards to the current status of the pump, the hcp reported that the pump was permanently shut off and the patient planned to get the pump replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 90 mcg/ml fentanyl at 63 mcg/day, 15 mg/ml bupivacaine at 10.4 mg/day, and 15 mg/mlhydromorphone at 10.4 mg/day. It was reported that the patient's pump has been intermittently stalling since (B)(6) 2020. Caller stated service code 99 an 100 from the tablet. They reviewed the logs and it was seen the stalls were not related to emi , MRI and magnets. The patient experienced diarrhea and was tired. Caller wanted to permanently shut down the pump. They were provided code/navigation to shut pump down. Code 3540 provided. There were no further complications reported/anticipated.